Event description:
An event was received through the edwards lifesciences implant patient registry. This "registry" is a patient tracking mechanism for serialized devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market registry. Patient and device status are reported through the registry. This information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received by edwards as a conventional customer complaint. In this case, the device was explanted at implant due to unknown reasons.

Manufacturer narrative:
Device not returned. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance. No further details were provided. Despite our attempts to receive further information regarding the device and event, no response or sample for evaluation was received from the health-care provider. We are unable to determine a root cause as to why this device was explanted at implant at this time.

Event description:
A response was received from the surgeon indicating the device was explanted due to a perivalvular leak caused by poor tissue and not due to a malfunction of the device. He indicated it was patient related. Per operative report provided: on coming off cpb, clear parasprosthetic leak on toe, although hemodynamically stable. Decision made to reimplant valve with interrupted sutures. Heart repledgeted and valve inspected. Clear evidence of suture tearing through non-coronary portion of annulus. New 21mm magna inserted using teflon pledgeted ethibond. No obvious paraprosthetic leak on weaning from cpb. Root vent left running for 5 minutes post wean. Thorough deair on each occasion. On inspection of lv vent site this had clearly given way and despite several sutures could not be controlled. Therefore, heart pledgeted again and a pericardial patch used to close defect. With good haemostasis. Slow wean from cpb with iabp and constrictor support. Pressures low initially but improved with time. Routine closure after careful haemostasis.

Manufacturer narrative:
Additional manufacturer narrative: surgeon's response and operative report noted that this was not a malfunction of the device. Response indicated the device was explanted due to patient related factors.